Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device was leaking at the gap in the rubber of the pink probe. There was peeling glue on the forceps cover and peeling cement on the light guide lens. The distal sheath of the bending section was soft and the bending section glue was cracked. The insertion tube had a large buckle, the scope connector was loose, the ultrasound image had a broken element and the light guide tube was scratched and buckled. There was a customer label on the control body of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaking at the distal tip during reprocessing. The unknown therapeutic procedure occurring after the reprocessing was completed using a similar device. There was no procedural delay. The device is leak tested after every use. The inspection of the returned device found peeling glue on the forceps cover and a gap in the pink rubber of the probe unit. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling and the pink rubber gap likely occurred from external force applied to the device. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.